Event description:
It was reported to philips that intermittently the system flexvision screen only displayed two out of five screens. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the procedure that was to happen when the issue occurred was completed as planned by restarting the system. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system on-site and confirmed that the large screen had an intermittent display failure. Troubleshooting determined that the large screen's signal transmission connector needed to be replaced. The fse replaced the connector and swapped the position of the signal transmission lines. The connector was returned for failure analysis but no errors could be found with the connector during testing. After the connector was replaced, the system was functioning as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.